Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/12/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After opening the sterilization, the sheath flushes were used, and when the vicinity of the valve was visually checked, it was confirmed that the valve was not fully closed. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. Additional information received stated that the hemostasis valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was not being used on the patient and therefore, did not enter the patient¿s body and there was no bleeding. The device evaluation was completed on 5/20/2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination was performed in the hemostatic valve surface and it showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. An internal corrective action has been opened to investigate this failure mode. It should be noted that the sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After opening the sterilization, the sheath flushes were used, and when the vicinity of the valve was visually checked, it was confirmed that the valve was not fully closed. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. Additional information: the hemostasis valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was not being used on the patient and therefore, did not enter the patient¿s body and there was no bleeding. The event was assessed as a MDR reportable hemostatic valve separation issue.